Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced syncope. The patient was instructed to perform a patient initiated interrogation, however assistance is needed to perform additional evaluation. This device remains in service. No adverse patient effects were reported.